Manufacturer narrative:
Follow-up submitted to correct section e1, e2, e3 and e4 for initial reporter. Updated section a1, a2 and a3 for patient information. Updated section b4 for report submission date and b7 for other revelent history . Updated g1-g2 for follow-up report submitter and g7 for report type and follow-up number. Updated h2 for follow-up type.

Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during post operative check, it was observed that patient experienced failure of implant to integrate.